Event description:
During the device evaluation, a system error 322 was observed in the device history log. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history log was able to confirm the system error 322. The alarm was not reproduced during testing and no related malfunction could be identified. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.